Event description:
On (B)(6) 2003 an invance sling was implanted. Additional information received on (B)(6) 2011 indicated that the recurring incontinence was greater than at baseline. An alternate device has been implanted to treat the recurring incontinence.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.